Event description:
The wire was introduced to the right atrium. The glide catheter was then advanced into each of the right and left pulmonary arteries. The wire became imbedded in the vessel. When removing the wire, it frayed and was stretched out at the tip. The providers are concerned that the tip will come off and remain in the tissue. The entire wire has been safely removed. Manufacturer response for sv-5, (brand not provided) (per site reporter). The manufacture has contacted the provider to discuss the details of what happened. The manufacturer has denied any previous similar issues.